Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged localized infection and subsequent hospitalization and wound debridement are related to the v.a.c.® dressing. A device evaluation and a device history record review could not be performed. The nurse confirmed the v.a.c.® dressing was in place without active v.a.c.® therapy for over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever, your wound is sore, red or swollen, your skin itches or you have a rash or redness around the wound, the area around the wound feels very warm, you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 25-may-2023, the following information was reported to kci by the patient: on (B)(6) 2023, the patient called her home health agency in the evening to inform them the activ.a.c.¿ ion progress¿ remote therapy monitoring system therapy was off because it was showing canister full and she was out of canisters. She allegedly started to drain fluid saturating her bed because she was not able to replace the canister. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was turned off until the next day when she was seen by the wound care center. The v.a.c.® dressing was in place for over 12 hours, and the wound had an odor. The wound care center stated she had an infection, required admission to the hospital and wound debridement. On 13-jun-2023, the following information was reported to kci by the nurse: on (B)(6) 2023, the patient was seen at the wound care center and the wound did not look good. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was turned off and the v.a.c.® dressing was still in place. The nurse stated the patient lives at home alone and does not have help with caring for the activ.a.c.¿ ion progress¿ remote therapy monitoring system. She confirmed the patient did require hospital admission for localized wound infection and wound debridement in the operating room due to the alleged event. V.a.c.® therapy was restarted. The localized wound infection required intravenous zosyn then switched to oral augmentin 825 mg-125 mg after discharge. The patient's wound is improving without any issues. V.a.c.® therapy is now being managed in an inpatient higher level of care environment. The v.a.c.® dressing type and lot number were not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.